Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va002ap, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient thought her implantable neurostimulator (ins) was dead because she was having more accidents than she did before implant. Her symptoms returned suddenly about five days prior to the report when she got out of the hospital. She was in the hospital for a cold, flu, and bronchitis, but it was not specified to be related or not. The patient had not had any falls or trauma. She was assisted with her programmer and increased stimulation to the point where she could feel it after confirming it was on. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.